Manufacturer narrative:
Investigation summary: it was reported that the tpn was leaking from the filter. One sample model 2202-0007, lot 23085143 was returned for investigation. The set was examined for defects and abnormalities. The vents on the filter were wetted out. No other defects or abnormalities were observed. The set was flushed with water and leakage was seen coming from the filter vent. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample received.

Event description:
It was reported that bd alaris pump module infusion set was damaged. The following information was received by the initial reporter with the following verbatim. Please be advised that we¿re having issues with the tubing for the bd infusion pumps, as per the below. This is quite concerning as this has occurred several times now. The batch number for the tubing is shown below. We would like this reviewed as soon as possible and the problem identified whether it¿s just pertaining to the tubing or the pump as well. The entire batch would need to be replaced at no cost to (B)(6) if the batch is found to be defective. Patient on tpn. We primed the line, clamped it, then the tpn solution started dropping out and the filter got drained. We tried with x2 tubing with the same result. Possible defective tubing? New tubing set from medicine unit used without issue. Tubing: db alaris pump infusion set 1.2micron filter lot-23085143.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.